Event description:
The customer reported that in the am they identified a major problem with the cardinal enfit 35 ml syring, it will not work in their medela feeding pump. They have the pump programmed for the enfit brand and biomed has been to the unit to evaluate and are unable to change the pump settings. They do not have any other feeding pumps available to the nicu. What was identified is that the nicu has been using the enfit syringes (purple ones) per the change however they have been receiving the covidien brand not the cardinal brand. Today they received the cardinal brand and they do not work. They look similar but are a different diameter. They do not work in the pumps. The work around for today is to use the covidien 60ml syringes. However they have concerns that they may also be switched to the cardinal brand leaving no work around to feed the nicu infants.

Manufacturer narrative:
Returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k submission were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was reviewed two pump compatability issues with this product were received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0849-2024. The corrective action putting the caution "for manual use or not for pump use" on all syringes' labeling of k190503 will be taken. A follow-up report will be submitted if any additional information from the received samples.